Event description:
Major pump unit(s) involved: external control system failure. Additional text: pins broken in system controller cables. Specific component(s) involved: external controller malfunction. Additional text: broken pins in cables. Other component: causative or contributing factor: patient error in caring for system. Other cause: intervention(s): replacement of external controller. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external controller malfunction.